Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was the patient is having accidents and are hurting and need to make an adjustment with their device, but are seeing data lost on their programmer. It was attempted to start a new session and the patient was still seeing data lost. No recent medical procedures were reported. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and have the device reprogrammed.

Event description:
Additional information was received from the patient. They reported that the doctor's office told them to call and tell medtronic the doctor has been out and are going to sign the paperwork in the morning to order a new patient programmer. Patient said they need the handset really bad because their symptoms have gotten really bad. Patient said half the time the handset worked and half the time it didn't. Troubleshooting told patient they don't know that replacing the handset will resolve the problem. They told the patient that they believe there is data that needs to be entered again. Patient didn't seem to understand what troubleshooting meant by this. Additional information was received on (B)(6) 2022 where the patient called back repeating the same information in the previous follow up. Troubleshooting reviewed the situation and the patient said that the hcp office redirected the patient to call medtronic. An email was sent to field staff.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.